Manufacturer narrative:
Evaluation results: visual inspection of the returned lens showed a piece of a haptic was torn off and missing. (B)(4).

Event description:
The customer reported that the cc4204a +18.5 diopter lens was torn during loading but the damage was not discovered until the lens was advancing towards the eye. The lens was removed and another same model/diopter lens was implanted without any injury to the patient. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).